Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set noted no cracks or damages to the subassembly. Inspection under magnification showed the smartsite piston had been punctured by a sharp object with resulting damage similar to that from a needle puncture. Functional testing and pressure testing resulted in leaking from the piston. The root cause of the leak was identified as a damaged smartsite piston. The cause of the damage was identified as a sharp object such as a needle puncturing the piston and resulting in permanent holes in the piston material.

Event description:
The customer reported a leak from an injection port during an unspecified infusion. The customer has indicated the port may have been accessed with a needle prior to the event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the IV set leaked at the injection port. There is no report of patient harm.